Manufacturer narrative:
Device evaluation of electrode belt (B)(4)has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was due to the j704 being pulled off of the distribution node (dn) pca. The root cause for the damaged component was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.